Event description:
During surgery, the hemopro vasoview evh unit self activated burning through the drapes and burning the pt in the right groin area. The MFR, maquet, should have/ / did make a report as well.